Event description:
It was reported that the surgeon experienced difficulty inserting two (2) different helical blades into two (2) different nails with two (2) different instrument sets during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. During the first attempt to insert the helical blade into the 10mm/130 degree nail, the helical blade got stuck on the nail and would not advance. The surgeon then pulled the helical blade out and removed the nail for inspection. No anomalies were noted. He attempted to reinsert the same helical blade into the same nail with the same instruments, but experienced the same problem. The surgeon removed the helical blade and nail and put the instrumentation utilized aside. A new insertion handle, aiming arm, blade guide sleeve, buttress compression nut, nail, and helical blade were obtained. Again, the surgeon experienced difficulty advancing the blade as it too was stuck on the nail. Eventually, the surgeon was able to advance the helical blade to the desired location. Upon inspection of the instruments and devices, it was noted that the two (2) aiming arms appeared to be bent. The procedure was completed successfully with a reported ten (10) minute surgical delay. This report is 4 of 12 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 6671806. Aeromed, inc. Manufactured the insertion handle, part number 357.411 and lot 6671806. Initially, the part conformed to the certificate of compliance, dated (B)(4) 2011, and was inspected and conformed to the synthes incoming final inspection sheet. The product was released to the warehouse on (B)(4) 2011. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned devices are as follows: two insertion handle (357.411 lot 6647910 manufactured august 2011 and 6671806 manufactured september 2011), two 130 degree aiming arms (357.366 lot 3399200 manufactured may 2010 and 7893983 manufactured june 2012), two blade guide sleeves (357.369 lot 6899406 manufactured may 2012 and 6320173 manufactured may 2010), two buttress/compression nuts (357.371 lot 6897199 manufactured june 2012 and 6337983 manufactured may 2010), a 10mm/130 degree tfn nail (456.315 lot 7891999 manufactured january 2015) and an 11.0mm helical blade 105mm (456.306 lot 7678452 manufactured may 2014). The returned instruments were reconstructed into the two assemblies utilized in the procedure to check for alignment. The returned tfn nail and helical blade were utilized to check the alignment of both constructs. In both instances the helical blade was aligned with the proximal hole and was able to be inserted and locked into position. It should be noted however that the complaint description states that when using the first set of instrumentation, the helical blade got stuck on the nail and would not advance. It is unclear if the nail was properly aligned and simply not able to be fully inserted, or if the alignment was at fault. Examination of the returned nail found that the locking mechanism was fully engaged upon receipt. With the lock engaged, the helical blade will begin to pass through the opening, however it will not fully insert. It is possible therefore, in the instance of the first implant that the engaged locking mechanism caused the helical blade to only partially insert rather than an alignment issue. As the complaint condition of misalignment was unable to be confirmed with either construct, the complaint is unconfirmed. As the complaint condition was unable to be replicated, the root cause was unable to be definitively determined. The complaint condition is consistent with attempted insertion of the helical blade with the nail locking mechanism engaged or improper alignment of the nail and instrumentation. No design or manufacturing defects which could have contributed to the complaint condition were identified. Additionally the calculated occurrence rates are acceptable under the system risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.